Event description:
Same case as 6000093-2006-01855. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure was "about one year from 2006", in which the physician placed a taxus 3.5 stent in the left anterior descending (lad) artery and a taxus 3.0 stent in the diagonal (dx) artery. The patient was prescribed plavix and asa. The patient stopped taking both medications in 2006 for upcoming leg surgery. Five days after these medications were discontinued, the patient was diagnosed with a thrombosis in both taxus stents. They treated the patient and the physician attributed the thrombosis to the medication being stopped for surgery. Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.